Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00761, 0001822565-2022-00762, 0001822565-2022-00764, 0001822565-2022-00765, 0001822565-2022-00766. Concomitant medical products: item#: unknown, unknown central screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery on an unknown date due to the screws fracturing. The cause of the fractured screws was a non-traumatic event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receiving additional information of the reported event, it was determined that the product was not reportable. The initial report was forwarded in error and should be voided. The event is being reported in reports 0001822565-2022-00761 and 0001822565-2022-00762.

Event description:
It was reported that the patient was revised due to two implants that fractured. All the implants were removed. The implants were fractured due to an unknown non-traumatic event. The initial date of surgery is unknown.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00761-1 0001822565-2022-00762-1 0001822565-2022-00764-1 0001822565-2022-00765-1 0001822565-2022-00766-1 the following sections were updated: b4; b5; g3; g6; h1; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.